Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reports granuloma and "chronic inflammatory infiltrate". The device has been explanted.

Event description:
Patient reports "developed anxiety, mood depression". Additionally, patient reports the following events, which are not related to the device: "was unable to perform daily activities, insomnia and decreased quality of life".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient's son reported left breast is "painful, hardened, with liquid accumulation." The device remains implanted.

Event description:
Patient's son reported left breast is "painful, hardened, with liquid accumulation." The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.